Manufacturer narrative:
The infusion device was thoroughly evaluated and meets specifications. The device delivers the programmed amount of insulin correctly and functions as intended. The issue reported by the patient could not be duplicated.

Event description:
Pt's doctor reported seeing pt due to health concerns. Doctor stated the pt had a need for a significant increase of insulin up to 200% of her normal need during a 3-5 day period. Doctor reported being unable to find an external reason for this concern and changed pt to a competitor's infusion device. On f/u, pt reported experiencing elevated blood glucose levels between (B)(6) 2012 until (B)(6) 2012 while at home. Pt stated the cause of the elevated blood glucose levels was reasonable unk. Pt reported experiencing this concern several times before, but did not report it. Pt stated her blood glucose levels were higher than 20.0 mmol/l (360 mg/dl) during (B)(6) 2012 until (B)(6) 2012. Pt reported replacing the accessories but this did not resolve the concern. Pt stated using fresh insulin of a different lot also did not solve the concern. Pt has discarded the alleged products. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.